Event description:
Depleted batteries. Information was not provided regarding whether or not the failure occurred during a pt infusion. The hosp representative stated that there were no reports of pt injury or medical intervention.